Manufacturer narrative:
Lot number: 79119602.

Event description:
Description: (B)(6). Impossibilité d'enlever la sonde urinaire dans le service d'urologie. Le cathéter a dû être retiré au bloc sous anesthésie générale. Douleurs importantes pour le patient, mobilisation des équipes chirurgicales et radiologiques. Translation of description of the incident by the customer: impossibility to withdraw the urinary catheter in the urology department. The catheter had to be removed in an operating room under general anesthesia. The patient felt significant pain, mobilization of surgical and radiological teams.

Manufacturer narrative:
The returned product was inflated with a syringe and needle, without abnormality. The balloon had a slow deflation. During testing, a cut was made in the balloon. Visual examination revealed the eye of the tube was obstructed and was not open enough. The eye was obstructed by silicone material preventing deflation, coupled with obstruction by a pink powder of unknown origin. The investigation found that the issue likely occurred during the manufacturing process.

Event description:
Additional information received further reported that the patient did not have an underlying pathology. The patient was treated with an anti-inflammatory. The balloon had been inflated with 15cc water ppl. The ¿inflate way¿ was not obstructed by incrustations. The catheter was not folded. The surgical intervention included unblocking by rinsing the inflate lumen, pierced with a needle. A cystoscopy was not performed. The evolution of the patient was ¿good¿.